Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 3. Reference MFR. Report #: 3006705815-2019-02059, 3006705815-2019-02060. It was reported that the patient¿s scs system was providing ineffective stimulation. The patient was receiving majority of the stimulation in the abdominal region. X-rays were taken which revealed one of the patient¿s leads to have migrated from t8 to t9. As a result, surgical intervention took place on (B)(6) 2019 wherein the patient¿s leads and ipg were explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-02059.related manufacturer reference number: 3006705815-2019-02060.